Event description:
Patient underwent left total hip replacement in 2006 with orthopilot navigation/ excia shaft and plasma cup hip replacement system he was progressing well in his post operative rehabilitation. X-rays were reviewed in 2006 which indicated that the femoral head implant size may dislocate from the acetabular cup. It was determined that the femoral head implant requires replacement with a size that is more stable (requiring revision surgery). In 2006 patient underwent successful revision surgery of femoral head without complication. He was discharged home in 05/2006. The choice of the appropriate femoral head/cup size is not determined by the navigation system or type of the prosthesis used. This event is not considered related to the implant, device or protocol. .